Event description:
Experienced 2 episodes of dizziness and pulse rate in the 30-40 range. Presented to ER during 2nd episode. EKG showed "nsr with 3rd degree heart block and probable junctional escape rhythm. Appears to be ventricular spikes appropriately occurring after p-waves, however, there is no ventricular capture nor does there appear to be any appropriate sensing as well." Pt was taken to the or on 3/22/96 for replacement lead wire implantation. Original lead wire left in the pt.